Manufacturer narrative:
(B)(4). This complaint for a particulate matter was not confirmed in the lab. The results of a sample evaluation revealed 1 ~0.04sqmm epm (embedded particulate matter) in the cassette (less than specification limit). A batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A doctor contacted baxter (B)(4) to report that prior to use a cassette was found with a black dot inside the cassette. There was no patient involvement, injury or medical intervention reported.